Manufacturer narrative:
Date of event not provided by the complainant. Product common name unknown; product unspecified. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. 510 (k) unknown; product unspecified. Product manufacture date unknown; lot number unknown. Method, results: product not returned to cbi. Conclusions: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim included a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Based on the information provided by the complainant, details regarding a specific correlation between the unspecified surgisis product's performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained a follow-up MDR will be filed.

Event description:
The pt was reportedly implanted with a coloplast novasilk and a coloplast aris on (B)(6) 2008 at (B)(6). The pt was implanted with an unspecified surgisis product on (B)(6) 2011, at the (B)(6). The pt was implanted with a boston scientific advantage transvaginal mid-urethral sling system and coloplast axis-dermis pop on (B)(6) 2012 at the (B)(6). The pt and her attorney have alleged that as a result of these products being implanted in the pt, the pt has experienced pain, injury, and has undergone medical treatment. The following information was not provided by the complainant: specified information of the alleged injury. Specific information regrading whether intervention was performed. Specific information regarding why intervention was performed or what type / to what extent intervention was performed. Specific correlation between device performance and alleged injury. Current pt status.